Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that while intra-op the implantable neurostimulator (ins) was reading out of range results. All elevated measurements were over 10,000 ohms, and the reference electrode was changed as well. The representative explained strange and changing, inconsistent readings on the 8-15 port. They tested normal in mltc (multi-lead trailing cable), but when inserted back into the ins the impedance results were out of range. The implanting physician replaced the ins with a new ins and the results were normal and good. No patient symptoms were reported. Follow-up is being conducted to determine device return to manufacturer for analysis. If received, a supplemental report will be submitted.

Event description:
Additional information received from the representative reported that the patient was doing fine. If additional information is received, a supplemental report will be submitted.